Event description:
Event description guidant received information that stored egms from this implantable cardioverter defibrillator (ICD) reveal a period of intermittent 'flat-line' undersensing on the ventricular rate sense channel while a rhythm which appears to be vt is occurring on the shocking channel. Egms also reveal inappropriate pacing into qrs complexes. The physician believed the problem was related to the patient's transvenous defibrillation lead.